Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the jaws of the device got stuck closed. They forced the jaws open, replaced the instrument and were able to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.